Event description:
It was reported that the subject device had a no image output occurs occasionally, blackout is on the monitor. The issue was identified during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the contact inside the interface is deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the contact inside the interface is deformed, resulting in no image and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.